Manufacturer narrative:
Please note: this event involved four other gore tag thoracic endoprostheses which are tg3420 / lot serial 04266411; tg3420 / lot; tg4015 / lot; tg3720 / lot.

Event description:
In 2006, a patient underwent repair of a thoracic aortic aneurysm using four gore tag thoracic endoprostheses. During follow up studies, it was noted there was a large persistent distal type I endloeak. It was determined the supraceliac portion of the stent was not fixating against the aortic wall, therefore, the next month, a second endovascular procedure was performed which utilized a fifth tag device and a palmaz stent to obtain adequate distal seal and resolve the endoleak. The patient tolerated the procedure.